Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Examination of the returned device confirmed the breakage at the tip. The broken part was not returned. The overall condition of the instrument suggested heavy usage, showing several marks and nicks. The reported complaint was confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the device associated with this report was returned for analysis. Examination of the returned device confirmed the breakage at the tip. The broken part was not returned. The overall condition of the instrument suggested heavy usage, showing several marks and nicks. The reported complaint was confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. According to the information provided, it was reported a broken tip. The complaint device was received and evaluated. Visual inspection revealed a breakage at the tip. The broken part was not returned. The overall condition of the instrument suggested heavy usage, showing several marks and nicks. Based on visual examination, the complaint was confirmed. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. A search of the complaint database found data was reviewed under the root cause investigation (B)(4).. It was determined as a result of the investigation to conduct a preliminary risk assessment. Pra 103139360 was conducted in april 2015 and determined that there had been no increase in patient harm and that the severity and occurrence of the various failure modes resulted in broadly acceptable risks. However, because of the potential for various harms of higher severity, and to attempt to improve customer satisfaction, the fracture failures were further investigated within a preventative CAPA. (B)(4).) Was completed on december 1, 2019. (B)(4). Concluded the root cause is "material: incorrect specification" in the form of design specifications that are not robust to the evolution that has occurred in popular surgical techniques. The difficulties of anterior approach may lead the surgeon to axially load the hex driver while the hex head is at the extreme of it's range of motion. Dimensions were updated to add material and mitigate stress risers in high stress areas under (B)(4). Released on (B)(6), 2016. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Device history batch - null device history review - null all medical device reports associated with the same/similar device(s) and visual : scratched/nicked were reviewed. It was determined visual : scratched/nicked has not caused or contributed to any deaths or serious injuries within the time period of (B)(6), 2020 ¿ (B)(6), 2023. In total, there have been zero serious injuries and zero deaths reports related to visual : scratched/nicked in the last 3.5 years. Based on the data, the likelihood of a death or serious injury occurring as a result of the failure is remote; therefore, visual : scratched/nicked associated with same/similar device(s) of this report will no longer be reported as a medical device report (MDR) unless the event results in a reportable event per 21 cfr 803.50.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken tip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.